Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was inserted and successfully deployed on the mitral valve. To further reduce mr, a second clip was opened. It was noted all steps were performed per the instructions for use (IFU), but during preparation, a pop sounds was heard. The physician inspected the device and could not identify any issue. The clip still functioned as intended; therefore, the clip delivery system (cds) was inserted. However, while advancing, blood was observed in luer lock of the clip introducer (ci). Additional aspiration was performed, but the leak was unable to be resolved; therefore, the physician decided to remove the cds. While attempting to retract, the clip became caught on the tip of the ci, causing the clip to open to roughly 50 degrees. Troubleshooting was performed and the clip was able to be closed. The cds was then removed from the sgc while aspirating. Once removed, it was observe the distal end of the ci was torn. The clip was manipulated outside the anatomy and it was noted the clip was now difficult to open and close. A new clip was inserted using the same steerable guide catheter (sgc) was successfully deployed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported cracked clip introducer flush port, difficult to open clip, and torn clip introducer were confirmed via device analysis. The reported difficult retraction of clip into clip introducer was not confirmed via device analysis. The reported difficult to close clip was not confirmed however, it was observed that the clip was unable to close. Additionally, it was observed that there was resistance in the arm positioner, jumpiness while the clip was opening, a broken clip introducer flush port, slack in the lock line, and bent frictional elements. The reported noise, clip open while locked, and leak could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported cracked clip introducer flush port was likely due to environmental stress cracking (esc) and is not indicative of a product issue. The reported leaking clip introducer was due to the reported cracked clip introducer flush port. The reported difficult retraction (clip caught on ci) was due to procedural circumstances. The observed torn ci and bent frictional elements were related to troubleshooting the reported difficult retraction (clip caught on ci). The reported clip open while locked was a cascading event of the reported difficult retraction (clip caught on ci). The reported difficult to open and close clip, observed arm positioner resistance, observed clip jumping, and observed clip unable to close are likely a result of troubleshooting the difficult retraction or post-procedural manipulation. The observed lock line slack is likely related to troubleshooting closing the clip. The observed broken ci flush port seems to be related to post-procedural circumstances. The cause of the reported noise was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances as aspiration was performed to treat the reported leak. There is no indication of a product quality issue with respect to manufacture, design, or labeling.